Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The moderately calcified, 90% stenosed lesion in the severely tortuous proximal-mid left anterior descending (lad) artery was predilated with a 20mm balloon. While the physician was advancing the stent, it met resistance while crossing the lesion. When the stent was removed, it was found to be damaged. The damaged stent was exchanged for a 2.5x33mm cypher stent to complete the procedure. No patient complications occurred.